Event description:
The infusion nurse reports that the pump was programmed correctly as confirmed by the infusion nurse when the pump reached the 3rd step of 50ml's/hr, it was to infuse for 22 minutes & then transition to the 4th step and infuse at 83.4ml's/hr. Per nurse the pump got "stuck" on the 3rd step & did not transition to the 4th step to infuse at 83.4ml's/hr. The nurse caught this & reprogramed the pump to infuse at 83.4ml's/hr until complete. There were no adverse events due to this & the pt was able to finish his infusion. The serial number for the curlin pump is (B)(6) with a pump maintenance due date of 6/23/24. Requested the pharmacy send a new pump for the next infusion. The pt will then return this pump for evaluation. Reported to (B)(6) by: health professional.